Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the pump keypad buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/13/2014-device evaluation: the pump has been returned and evaluated by product analysis on 12/31/2013 with the following findings:no damage was observed to the pump keypad cover. During testing, all of the pump keypad buttons responded properly. The keypad cover was removed and contamination was found under all key contacts. Additionally, the bolus button was found to be intermittently unresponsive. The bolus button cover was intact. The bolus button cover was removed and the bolus button slug was found to be misaligned. Unrelated to the complaint, a crack was observed along the pump battery compartment. Additionally, the display screen appeared dim and discolored.